Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 2.0 for multiple patients performed on multiple dates. This MFR. Report addresses test/patient four (4) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on an unknown swab type. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 2.0 for multiple patients performed on multiple dates. This MFR. Report addresses test/patient four (4) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on an unknown swab type. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.